Event description:
It was reported to our country manager in (B)(6) that there was a vns pt who displays interoperative bradycardia during implantation of their vns. During intraoperative system diagnostic testing the pt shows a brief heart rate reduction. The anesthesiologist described this event as follows: the beginning of system diagnostic: from 70 beats per minutes to 65, 55, 45 and then returned to the normal 70 beats per minutes as initial. During the second system diagnostic the pt shows only reduction from 70 beats per minute's to 65 and then to 55 afterwards it returned to base frequency. No other changes in cardiac frequency were observed. After doing this test, parameters were set to the default status. The generator was programmed with the following parameters: 0.25ma output current, frequency: 20 hz, pulse width: 250 used, on time 14 secs, off time 30 seconds. The pt was evaluated for 10 minutes where the pt did not show any cardiac frequency alteration. The pt will be monitored at upcoming visits.